Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Current repair product evaluation product review of the air dermatome (B)(4) by dover on (B)(6) 2020 revealed that the calibration did not meet the requirements and the motor was at the low end of the requirements and had a very shrill squeal. The width plates were also damaged. Product repair: repair of the device was performed by dover on (B)(6) 2020 which included replacement of the following: width plates, motor, bearings additional repair included recalibration the device, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that the unit was sent in for a pm and found in need of repair. The event timing was not specified. Investigation showed that the motor was at the low end of the requirements. /ep no adverse event was reported as a result of this malfunction.